Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient stated it seemed like their stimulator was interfering with the car or their husband¿s pacemaker. The patient stated the car alarm went on and off and it would not shut off. The patient they were not able to shut the car off. No patient symptoms were reported. No further complications were reported.